Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined.

Event description:
It was reported that during a knee arthroscopy debridement, the shaver stopped working when showing an error message. There was a competitor device back up to complete the surgery and it is unknown if there were delays in the procedure. No patient harm was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.